Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr), mitral pressure gradient of 4-5mmhg, mitral annular calcification, calcification on the posterior leaflet resulting in a high gradient for a mitraclip procedure. It was noted that during insertion of the xt clip into the steerable guide catheter (sgc), some curve was left on the sgc. The gradient was 10mmhg with the xt clip placed, which did not result in an adverse effect. It was decided to remove the clip, and the gradient returned to baseline. During an attempt to remove the clip delivery system (cds), the xt clip became stuck on the soft tip of the sgc. Troubleshooting was performed, and the clip was successfully removed into the sgc. On the echocardiogram, an unusual shadow came from the sgc, which was subsequently removed from the anatomy. After the removal, minimal damage was noted on the soft tip. The soft tip had a thin line, appearing like it was broken. The sgc was replaced and the procedure was completed with an nt. There was no adverse patient effects.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported torn soft tip was not confirmed via returned device analysis. Additionally, the sgc soft tip and braided shaft were observed to be deformed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the device analysis, the cause of the reported torn soft tip was unable to be determined. The observed deformed sgc soft tip and braided shaft were likely due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.